Event description:
The customer reported it was necessary to restart the system continuously. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, collimator interface printer circuit board, and table generator interface were replaced. The system was then found to be operating as intended.